Event description:
During onsite visit distributor representative returned broken implants to captiva spine representative. Captiva followed up with the representative to obtain details regarding the incident. The representative indicated that the implants were removed during a revision procedure. The revision surgery had been scheduled due to patient having been identified with a cyst and the surgical plan was to remove the cyst, replace the hardware and extend the construct. During the procedure when the surgeon was removing two of the screws, they had to be removed in two pieces. According to the representative during the pre-operative evaluation there was no indication that the screws were broken.